Event description:
It was reported that during a laparoscopic rectosigmoidectomy procedure, the tissue pad broke and a piece fell inside the abdominal cavity and it was not possible to remove it. No injury reported. Unk how case was completed.

Manufacturer narrative:
Date sent: 09/12/2008. Info anticipated, but unavailable at this time.